Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was returned after being used in the procedure, inserted through the loader cap. The delivery system was returned in packaging position. The delivery system was visually inspected. The inflation balloon appears to be missing pieces, the burst occurred radially and completely around the balloon and there were minor gouges found on the flex tip. Imagery was provided by the site which showed the burst balloon post-procedure. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaints were confirmed visually. Dimensional analysis was performed and the balloon single wall thickness at all measured locations were within specification. The reported events of balloon burst and separation were confirmed, but no manufacturing non-conformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of non-conformance's. The patient was noted to have mild valve degree of calcification. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Additionally, the technical summary applies to complaints for balloon burst which also resulted in difficulties withdrawing the delivery system and/or subsequent separation of the distal end (e.g. Balloon, nose tip, guidewire lumen) of the delivery system. In this case, a balloon burst would have aided in the separation of the balloon. Available information therefore suggests that patient (calcification) likely contributed to the complaint events. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required.

Manufacturer narrative:
The device is to be returned for evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 29 mm sapien 3 case in aortic position by transfemoral approach. No prior bav performed. The delivery balloon ruptured at the end of valve inflation; however, the valve was implanted with good result. No complications were reported. It is possible that a piece of the balloon has remained in the patient post-procedure. The patient is doing very well. As per images received, the inflation balloon appears radially burst with the proximal portion of the inflation balloon separated.